Event description:
Customer reported having a set that was occluded. Customer also reported having a second set that came apart, and also proved to be occluded once the customer removed the needle. Blood glucose level was 250 mg/dl at the time of the call. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4).